Manufacturer narrative:
In the case description, the user mentioned receiving larger than expected boluses. The physical controller has not been received for investigation at present time. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of unexpected bolus increases. The audit log files showed that the majority of boluses delivered were manual boluses, not based on carb or blood glucose entries. The engineering log files show that the total bolus text was manually adjusted one character at a time, as expected for manual boluses. These amounts were confirmed and started through interaction with the controller. The patient history buffer confirmed that the pulses delivered for each bolus matched the expectation based on the volume entered. No evidence of an over delivery of insulin was observed in the available log files. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that his pdm (personal diabetes manager) gives him large uncommanded boluses anytime his omnipod system switches from automated to manual mode. The patient reported on one occurrence he received an uncommanded bolus while driving causing a hypoglycemia event that resulted in him wrecking his care. He reported he woke up the next morning in the hospital ICU (intensive care unit) attached to an IV intravenous) fluids of unknown contents. Information regarding blood glucose levels, treatment or length of stay, and date of occurrence was not provided. If additional information becomes available, a supplemental reported will be submitted. The device is expected to be returned for investigation.